Event description:
It was reported to medtronic minimed that the customer experienced leaks in the reservoir past the 1st or 2nd o ring and damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-332a, and mmt-332a. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned. Product return was requested for mmt-332a. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 2 open/used reservoirs (no liquid inside barrels) a visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Performed pre-fill test appendix c. Found no air bubbles and no leaks during analysis. Per dop114-811doc. Also, and it was found that the manual test cannot be performed according to dop114-811doc appendix e; the plungers are disconnected, (stopper-plungers of the plungers. Conclusion: reservoirs and transfer guards passed per pre-fill test; no air bubbles, no leaks and no physical o cosmetic anomalies were found during test. Cannot perform manual test because the plungers are disconnected from the stopper plungers. Evaluated 1 random seal reservoir. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Also, a manual inspection test was performed using appendix e; and found plunger/stopper plunger test result is within acceptance criteria, per dop114-811doc. ¿ 1.- value: 1.25 conclusion: reservoir and transfer guard passed per pre-fill test no leakage and no air bubbles anomaly were found during test. Plunger/stopper plunger passed per test with acceptance criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.